Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) and regurgitation that required reintervention could possibly be related to patient anatomy. Implant technique is often dependent on patient anatomy. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Event description:
Medtronic received information that after deployment of this transcatheter bioprosthetic valve in the appropriate position, there was mild paravalvular leak (pvl) and moderate central regurgitation. The physician decided to implant a second valve at the same position of the first, eliminating the central regurgitation and resulting in mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.